Event description:
It is reported that the universal oscillating saw attachment "teeth got broken" (i.e., the blade locking mechanism pins/teeth of the attachment were broken). The event occurred prior to surgery and there was no harm to the patient/user and there was no extension or delay in surgery

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.